Manufacturer narrative:
(B)(4). D10: unknown cpt stem unknown. G2: foreign: canada. Visual examination of the returned product identified wear on the handle and body from previous uses in the form of nicks and scratches. Threaded tip has deformation damage to the leading threads. No other damage was noted. The stem was not returned for review. Function testing of the inserter could not be performed due to the damage on the leading threads. Review of the device history records identified no deviations or anomalies during manufacturing for the stem inserter. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed, it is unknown if the threads were damaged prior to or during use to affect the assembly. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the stem inserter does not engage onto the stem. A new stem was used to complete the case and the broken inserter was used to complete the procedure.